Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation and textured biocell implants, breast pain and loss of ...volume". This record is for the right side. Device remains implanted.